Event description:
It was reported that cartridge alarm 20 occurred, and issue did not happen during cartridge loading and had not been reported previously for this pump. There was no adverse impact to the customer's blood glucose level. Customer was able to load new cartridge and resume insulin therapy successfully before contacting support, and technical support confirmed proper loading steps but no further assistance was needed, so issue was considered resolved. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.